Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys rubella igg immunoassay (rubigg) on a cobas 8000 e 801 module (e801). The erroneous results were reported outside of the laboratory. The first sample resulted as 67 ui/ml (reactive) when tested with rubigg on the e801 analyzer. The second sample resulted as 60 ui/ml (reactive) when tested with rubigg on the e801 analyzer. The patient was tested for rubigg using the abbott method and the result was negative. No adverse events were alleged to have occurred with the patient. The serial number of the e801 analyzer used at the customer site was asked for, but not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.